Manufacturer narrative:
This report is submitted on may 04, 2018.

Event description:
Per the surgeon, the patient was hospitalized in order to have skin flap revision surgery on (B)(6) 2018. The patient was discharged on (B)(6) 2018.